Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp. The malfunction was duplicated and attributed to a faulty integrated circuit on the analog board. Analysis of reports of this type has not identified an increase in trend.